Event description:
As reported, approximately 6 years post implantation of a 26mm sapien 3 valve in the aortic position via the transfemoral approach the patient was presented with stenosis. The patient underwent a valve-in-valve procedure with a 23mm sapien 3 ultra valve in the aortic position. A left main (lm) protection and coronary stent deployed post valve deployment.

Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the reason for the valve-in-valve procedure for the 26mm sapien 3 thv 6 years post tavr was due to the patient being presented with stenosis. The patient underwent a valve-in-valve procedure with a 23mm sapien 3 ultra valve in the aortic position. A left main (lm) protection and coronary stent deployed post valve deployment. The device was not returned as it remains implanted in the patient. In this case, the cause of the stenosis cannot be determined but it may be due to the progression of the patient disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.